Event description:
Clinical trial. It was reported that during a clinical trial drug eluting stenting procedure, balloon rupture occurred. The index procedure treated 2 target lesions. Target lesion 1 was a de novo lesion in the mid left anterior descending artery (lad). The lesion was 2.5 mm wide, 10 mm long, and 60% stenosed. The physician predilated the lesion prior to placing a 2.5x24mm taxus express2 stent. Residual stenosis was 0%. Target lesion 2 was a de novo lesion in the prox lad. The lesion was 2.75 mm wide, 20 mm long, and 90% stenosed. The physician direct stented the lesion with a 2.75x 28 mm taxus express2 stent. The 2 taxus stents overlapped. Residual stenosis was 0%. Post stenting, there was flow impairment. A 2 x 20-mm ace balloon catheter was used to dilate the ostium of the diagonal side branch with balloon rupture occurring at 18 atmospheres. Repeat angiograms demonstrated a favorable result with minimal residual ostial diagonal stenosis and no apparent compromise of the left anterior descending stents. The patient was discharged one day later on aspirin and ticlid.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.